Event description:
It was reported that during a wire localization and breast lump excision procedure, the case started and proceeded fine until surgeon accidentally cut through a very fine wire that had been used to localize the breast lump. Following this the instrument was alarming as an error but no error code came up on screen. Troubleshooting - retorque and retest - failed. Remove instrument retorque and retest - failed but still no error code on screen. Replaced instrument retorques and tested and proceeded. The wire damaged the device. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was returned with the blade scratched and cracked. During functional testing, a solid tone was emitted and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possible breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.